Manufacturer narrative:
The MDR 2032227-2020-204307 was submitted in error. The reservoir should not have been reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2020 with blood glucose level of 40 mg/dl. The customer was treated with cranberry juice. The customer was in the emergency room. The customer experienced symptoms such as sweating, shaking. The customer did allege the insulin pump was over-delivering. The customer did not use auto mode. The customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.